Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) alarm with a cascading system error 2367 alarm on the homechoice (hc) in dwell 4 of 4 during peritoneal dialysis (pd) therapy while connected to the hc device. The home patient (hp) had 3 bags properly connected, the lines had been properly primed and there were no open clamps on any unused lines. The patient had not disconnected prior to the alarm. There was nothing unusual noted about the supplies. There were no loose connections or extension lines being used. The hp had solution in the final bag only and did not receive a last fill of extraneal. During troubleshooting, the technical service representative (tsr) assisted the patient to clear the alarm, end therapy and start over with manual supplies. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.